Event description:
It was reported that protector p55 had foreign matter on 5 occasions. The following information was provided by the initial reporter: since switching to zirabev (and trazimera) customer has been struggling with the fact that sometimes a rubber particle can be seen in a vial (after capping with a protector). Because the needle of the red protectors is too thick, they switched to the light green p55 protectors (spik based). But even now there are still sometimes problems.

Manufacturer narrative:
H.6. Investigation: one photo sample was provided to our quality team for investigation. Upon visually inspection, a grey particle inside the vial can be observed. Without the actual sample to evaluate, we cannot verify the origin of the particle. A device history review was performed for lot 2104117, no deviations or non-conformances were identified during the manufacturing process that could have contributed to these issues. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activations. Testing results were reviewed for the reported lot and results were found to be acceptable. Four retained samples of lot 2104117 were used for additional evaluation. Functional testing was performed, penetrating the protector with a sample injector ten times. In all cases the product functioned as intended and no coring was identified. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. Based on the available information we are not able to identify a definitive root cause at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that protector p55 had foreign matter on 5 occasions. The following information was provided by the initial reporter: since switching to zirabev (and trazimera) customer has been struggling with the fact that sometimes a rubber particle can be seen in a vial (after capping with a protector). Because the needle of the red protectors is too thick, they switched to the light green p55 protectors (spik based). But even now there are still sometimes problems.